Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the surgery was performed and patient woke up in a private room very drowsy. The doctor told the patient that the surgery went very well and that the penile implant was 60% inflated and the patient had a catheter in place. The following day doctor deflated the implant to 30% and removed the catheter (both actions hurt like hell), so that the patient could urinate normally. The patient was released from the hospital 2 days after the operation. During a check up visit on the 4th day after the operation all the pressure was released from the implant. 11 days after the operation patient had another check up visit the implant was cycled to 80% for a few minutes and then the pressure was released to 0% prior to patient's departure. The patient's progress was good and that patient was about 10 days ahead of another patient in terms of tolerance to the implant being cycled. The patient returned to the UK 15 days after the operation. The patient reported they had very raw skin on their scrotum so it was about a week before patient steeled himself to inflate the implant and start the cycling process. The patient inflated the implant to what the patient judged to be 40% and since it was not too uncomfortable the patient decided to leave it inflated for a few days. Over the next couple of days the patient noticed that the implant slowly deflate. It was believed that the deflate button had been inadvertently triggered. The patient tried to reinflate the implant but the pump was very hard with a solid feeling, so patient left it a few days rather than press very hard with raw scrotal skin. The patient downloaded coloplast's troubleshooting guide and went through steps 1 & 2 but held off on step 3, again due to raw skin. Eventually about 11 days after returning home patient squeezed very hard on the pump, the implant did not inflate but patient heard what sounded like air or cavitation and the pump remained deformed for quite sometime, before returning to normal. At this point patient made an appointment with the professor to see if he could get the implant to work. The patient laid out all these details to the professor before being examined. In the professor¿s opinion the cylinders were well placed, and the pump was also properly installed and positioned. During the attempt to cycle the patient's implant air was heard and the patient was immediately told that the implant had failed and was never going to work without intervention or replacement. Professor said that in his opinion there was a leak in the tubing. Patient could have imaging performed to "perhaps" indicate the cause of the failure but regardless of the results of the imaging the implant was terminally failed.